Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was undergoing a device upgrade procedure with implant of a new left ventricular (lv) lead. The patient had a poor ejection fraction, and during the procedure the patient's o2 saturation could not be maintained. The patient then coded and died.